Event description:
During hemodialysis treatment, an alert appeared on hemodialysis machine and could not be cleared in spite of ascertaining that the situation ("concentrate tube b is out of position") was not congruent with the alert; and even after referring to the user manual unable to silence the alarm and clear the alert. After treatment was done, the machine would not allow disinfection and would not shut off. The machine remained unusable. The manufacturer was contacted and a work order was created: # (B)(4).